Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the catalog/model number was not provided, (01) gtin is not available.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: alcaide dm, blackwood n, arthur r, patch da, rutz rw, spitler ca. Distal interlock backout in the rfn-advanced retrograde femoral nailing system (rfna) in femur fractures: short term outcome analysis. J orthop trauma. 2025 apr 2. Doi: 10.1097/bot.0000000000002979. Epub ahead of print. Pmid: 40179384. Objective/methods/study data: the purpose of this retrospective study was to examine the rate of distal screw backout in patients treated with the retrograde femoral nail advanced (rfna) system and assess the rates of complications in patients treated with this device. Between january 2021 to july 2024, a total of 101 patients (male: 63 and female: 38) diagnosed with femur fractures (ao/ota 32 and 33) that underwent intramedullary stabilization with the rfna. Among these patients, 31 had supplemental fixation with a locking attachment washer (law) in addition to the rfna were included in the study. The mean patient age was of 40.4 years (18¿83) and most (62.4%) patients were men. The average length of follow-up was of 281 days (27¿1041). Lot, model and catalog number are not available, but the suspected depuy synthes device(s) possibly associated with reported adverse events: depuy synthes retrograde femoral nail advanced (rfna) system and locking attachment washer (law) adverse event(s) and provided interventions possibly associated with unk - screws: locking (qty: 1 ): - 35-year-old man had 9.1 mm backout of distal medial screw 6 months after index fixation with rfna after motorcycle accident. Adverse event(s) and provided interventions possibly associated with unk - screws: locking (qty: 14): - 9 patients had screw backout [mean 15.5 mm (5¿31 mm)]. 5 patients underwent a reoperation for removal of the prominent distal screw because of painful implants or at the time of reoperation to promote bone healing. The rest of the patients did not require reoperation. Three of the patients with distal screw backout were identified at the time of nonunion diagnosis, but only in one of the patients the nonunion was associated with implant failure with a distal screw backout. - 3 patients had interlock fracture. No intervention noted. - 2 patients had symptomatic implant removal without screw backout. Adverse event(s) and provided interventions possibly associated with unk - nails: rfna (qty 1): - 1 patient had nonunion due to broken nail. No intervention noted. Adverse event(s) and provided interventions possibly associated with unk - constructs: rfna (qty 5): - 5 patients had surgical site infection; no intervention noted. Adverse event(s) and provided interventions possibly associated with unk - constructs: locking attachment plate/screws (qty 2): - 2 patients who had symptomatic implant removal of the supplemental fixation device (locking attachment washer).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary- product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.